Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported after a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was inserted into a patient¿s abdomen, a contrast agent permeate was leaking from the joint of the catheter. The device was removed and replaced with a new like device. The procedure was completed as intended. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications as well as a visual inspection and functional evaluation of the device was conducted during the investigation. The catheter was returned for investigation in an opened condition. The device appeared to have been cut, with a longer piece of catheter tubing being separated from the rest of the device. Biomatter was present on the proximal end of the device. The catheter tubing outer diameter and number of threads between the mac-loc hub and connector cap were measured and found to be within manufacturing specifications. A pull test was conducted on the remaining portion of tubing revealing that the catheter tubing was secure inside the cap. A leak test was conducted on the device and a leak was noted between the connector cap and the catheter tubing, as described by the customer. A device history record of the lot was reviewed and found one relevant non-conformance for components having an incorrect fit during flaring; this non-conformance affected one device, which was scrapped. A review of complaints from the same lot was reviewed and found no other reported complaints associated with this lot number. Based on the provided information, inspection of returned product and the investigation, the root cause is manufacturing related. Measures are being conducted to address this failure mode.